Event description:
During the first firing of a plc75g superior to the pyloric sphincter as part of the antrectomy, the device stapled all the way through but didn't completely cut. A bovie was used to complete the cut through the remaining thin tissue. A second plcr75g firing left a hole only on the stomach side of the load, specimen side was completely sealed. A third firing of a plcr75g duplicated the defect seen in the second firing. Another device was used to complete the surgery.

Manufacturer narrative:
A plc75 was returned and evaluated. It was determined to have a broken anvil pull screw, which would not allow the device to calibrate in the lab or to complete any firing. This failure mode will not allow a plc75 anvil to clamp down correctly on tissue, which will result in the reported event. Pmi has implemented re-inspecting anvil pull screws for conformance prior to assembly.